Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The surgeon performed a routing gastric bypass. All staple lines looked normal at time of closure. Approximately 24 hours postop patient showed signs of staple line leakage. Surgeon ordered gastrografin swallow test to confirm or deny this. Test showed leakage in the gastric pouch. The patient was reoperated on in 1999 via laparoscopy and confirmed the staple line leakage on 3rd or 4th line of the pouch. The surgeon over sewed the staple line with vicryl suture and placed a jackson pratt drain completing the reoperation. Patient is currently doing ok.